Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional information was received regarding the recall number. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings.

Event description:
It was reported that controller power port on one side of the controller was nearly impossible to attach a battery to. The controller was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The controller, (B)(4), was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis revealed that the controller had a bent/damaged pin within power port two (1) of the controller. The bent/damaged pin did not allow a battery to connect to the power port. As a result, the reported event was confirmed. Visual inspection of controller under 10x magnification revealed a hairline crack around power port 2. An internal inspection did not reveal evidence of fluid ingress. The observed hairline cracks were not related to the reported event. Based on the investigation conducted, the root cause of the hairline crack was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Summary of investigation: the controller, (B)(4), was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis revealed that the controller had a bent/damaged pin within power port two (1) of the controller. The bent/damaged pin did not allow a battery to connect to the power port. As a result, the reported event was confirmed. Visual inspection also revealed hairline cracks around power port two (2). An internal inspection did not reveal evidence of fluid ingress. The observed hairline crack is an additional observation not related to the reported event. The most likely root cause of the reported event can be attributed to a misalignment between the power port and battery output connector. An investigation was opened to investigate bent/damaged pins with controller 2.0. An investigation was opened to investigate cracks observed on pioneer 2.0, in the area surrounding the power port connectors. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.